Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted right atrial (ra) implant. After placing the lead, it was tested via pacing system analyzer (psa) and did not sense or pace. The physician tested the lead with the device and observed high out-of-range pace impedance measurements. The physician then attempted to reposition the lead but the helix could not be retracted. The physician removed the lead and implanted an alternate without complication. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was an attempted right atrial (ra) implant. After placing the lead it was tested via pacing system analyzer (psa) and did not sense or pace. The physician tested the lead with the device and observed high out-of-range pace impedance measurements. The physician then attempted to reposition the lead but the helix could not be retracted. The physician removed the lead and attempted the implant of a second lead without success. The physician then elected to implant a single chamber pacemaker and made no further attempts to implant a ra lead. No adverse patient effects were reported.